Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that their pt had high lead impedance. It was reported that in dec a box fell on the pt's neck and since that time the pt had not felt her vns stimulation and had hoarseness after talking on the phone for an hour that would resolve over time and was transient. The pt had full revision surgery and it was noted in the operating room that the pt's vagus nerve appeared swollen and was reported to have been injured by the pt's box injury in dec. No interventions were planned to treat the pt's vagus nerve injury. During surgery a gross lead break was noted prior to replacement of the vns system. Lead break was additionally noted on x-ray review prior to surgery. The pt's lead break was reported to have been related to their injury with the box falling on their neck in dec. It is unk the cause of the pt's inner silicone tubing abraided opening. The lead assembly was returned in two portions with one loose and one tie down attached. The green (-) electrode inner silicone tubing appeared to be abraded open approximately 6mm from the end of the electrode bifurcation and the quadfilar coil appeared to be broken in this area. During the visual analysis of the returned 331mm portion the green (-) electrode quadfilar coil appeared be broken in several areas. Visual analysis was performed and identified one of the areas as being thin which prevented identification of the coil fracture type with evidence of electro-etching on the surface. The add'l coil break was identified as having evidence of being melted with pitting on the surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present.